Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold after placing. Since the first firing, the clips delivered remained opened onto the vessels. The surgeon fired several times with the same issue. The clip was fully advanced into the jaws, no information about a possible resistance or noise felt. The opened clips were removed and another like device was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time